Event description:
Placement of 2 stents (2 were used due to unavailability of one long stent) in the lad in 2003. Pt returned with c/o chest pain 8 days later. To cath lab 2 days later and procedure showed complete occlusion of stents. Blockage opened via ptca. Stents intact.